Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity. It was reported that consumer was asking to obtain information on patient's previous devices. Consumer mentioned they had some "other issues going on and we need to pinpoint some things". When patient service specialist (pss) reviewed requested device registration system (drs) information, consumer stated she thought there was another pump patient had that was not on file, then said "yeah there's one missing in here". Consumer stated "the way we remember it, he's had a total of 6 [pumps] including one in mo", and listed pump sizes as: "there was a 20 before there was a 40, then there was a 40, then there was a 20, and two 20s this year. Next was another 20- it was in fall 2014, I don't know the exact date and there was another 20 in there somewhere". Pss tried to confirm with the consumer if reason for pump changes had been reported, and consumer stated her husband had never called in, ever. No out of box failure was reported. No medical or therapy problem associated with small parts was reported. No symptoms were reported. Consumer asked to discuss information documented in calls on husband's file that were not made by the consumer or patient. Pss reviewed conversations were confidential and pss was not at liberty to discuss calls made by healthcare professional/ other on patient's record. Consumer asked if information could be subpoenaed by a court, and wanted to get transferred to legal team. No further complications were reported. Additional information was received from healthcare professional (hcp). It was reported that the "other issues going on" event was multiple "dry" taps of reservoir. Patient had a medical history of spinal cord tumor- spasticity. Patient was (B)(6) at the time of the report. No further complications were reported.